Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The patient contacted animas to report that the pump was hot to touch. The patient confirmed that the battery cap was securely attached. The pump reportedly has not been exposed to moisture and does not have any cracks. The patient inspected the lithium battery and stated there was a "burn mark" on the negative end of the battery. There was no adverse event associated with this complaint. A replacement pump was sent to the patient.